Manufacturer narrative:
It was reported that the filter leaked. One sample model mz9226, lot 22049160 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to a 10 ml bd syringe and flushed with water. A leakage was observed come from the vent of the filter. The customer complaint was verified. Additional air under water test was performed. The set was pressurized with about 10psi and the vent was submerged under water. There was a steady stream of air bubbles coming from the filter vent. This would indicate that there is no issue with damage/ holes in the membrane. The reason for the membrane leaking is that the hydrophobicity of the membrane must have been compromised during use and not during the manufacturing process. A device history record review for model mz9226 lot number 22049160 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 12may2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model mz9226 lot number 22049160 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 30apr2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional info.

Event description:
It was reported that bd alaris extension set was leaking the following information was received by the initial reporter with the following verbatim: mz9226 filter started leaking at vent port. Went through 4 or 5 different lines until it didn't leak.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.